Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined, however based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the following. The phenomenon regarding the insufflation issue might be attributed to the failure of the regulator due to the aging deterioration because six years and seven months had passed since the subject device had been manufactured. The failure of the piping tube might be attributed to the external force being applied to the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was leakage from the subject device. During the incoming inspection for repair at olympus (B)(4), it was found that the maximum insufflation volume was not up to standard due to the failure of the 1st regulator unit, and there was the failure of the piping tube inside the subject device. There was no report of patient injury associated with the event.